Event description:
Reportedly, on the first sealing, a spark occurred from the jaws. Bleeding (less than 200 cc) was confirmed so the tissue was treated with another instrument. There was no report of blood transfusion.